Manufacturer narrative:
E. Initial reporter event site name (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that prior to use, the cs300 intra-aortic balloon pump (iabp) is not pumping. There was no patient involvement reported.